Manufacturer narrative:
Patient code (B)(4) and conclusion code 22 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-feb-23 reporting that the pan at the ins site and fall were the cause of the post-fall coverage change. This led to the patient not using it or charging it. The customer discarded the device and it would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a revision occurred. It was reported that the patient¿s ins was replaced today ((B)(6) 2018) due to an overdischarged battery. It was reported that the ins was replaced with the latest model. The rep wanted to know if an overdischarge had been reported in the past and upon further review call records showed that no events had been reported to patient services previously, but they indicated that they did not have access to all types of reports. It was indicated that the patient¿s device would not be sent back for analysis. There were no symptoms reported. The event date was asked but was unknown; the rep had no idea how long the battery was in that state. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported the account uses ¿expiration of the ins¿ regardless of it meaning ¿eos¿ or ¿depleted battery¿. They use the same wording ¿expiration of ins¿. The hcp revised the leads at the time of the battery replacement.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: 2013-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2013(B)(6) explanted: product type lead h6. Evaluation method code: 4117 is for the leads. 4115 is for the ins (implantable neurostimulator) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018(B)(6) crts 3674349 (hcp, rep): information was received from a additional information was received from a healthcare provider (hcp) calling to ask about MRI eligibility because the patient had an ins replacement. When asked the reason for the replacement the caller just read from an op note that indicated ¿expiration of the ins¿ was the reason for the replacement. They did not have any further details about the issue. During the call, it was noted that the 2018-(B)(6) replacement op notes indicated that the patient¿s leads had migrated and new leads could not be placed because of scar tissue. It was indicated that the MRI tech did not have any further details about their implanted system.